Event description:
The doctor was using the marker on a pt and the tip of the marker started to leak. The ink went into the pt's eye and turned the pt's eye purple. The eye was washed with bss which is contact solution and normal saline. The doctor had to reschedule the cataract surgery due to this incident. The pt was feeling eye irritation so they had to postpone the surgery again.

Manufacturer narrative:
Waiting for sample to be returned for evaluation.